Event description:
The customer reported being hospitalized with ketoacidosis. The customer stated that the insulin pump did not warn or alert them of the event. The customer reported shutting off the insulin pump during the hospitalization. The customer's blood glucose value during the phone call with the helpline was 521 mg/dl. The customer also reported no delivery alarm from the insulin pump. The customer was unable to complete troubleshooting for the alarm as the related infusion set and reservoir had already been changed. The customer was advised to call the helpline back if the alarm recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).